Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized because of dehydration on unknown date. Customer had high blood glucose level at time of incident was 600 mg/dl and had infection. Customer current blood glucose level was 155 mg/dl. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer currently reporting any symptoms related to their high blood glucose was vomiting. Customer was not wearing insulin pump now and would like to turn it off because it kept on beeping. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.